Event description:
It was reported that the pump was alarming "no disposable clamp tubing". No patient injury was reported.

Manufacturer narrative:
No product information has been provided to date. Operator of device: patient/consumer. No product or photographic evidence were provided; thus, the failure mode reported could not be investigated and a root cause could not be determined. A device history record (DHR) review was not performed as no lot or serial numbers were provided. If the product is returned, this complaint will be reopened for further investigation.